Manufacturer narrative:
Samples have not been received for evaluation to date. Investigation is in progress.

Event description:
The facility reported they tried three packs and had a problem with the probe fitting through the cannula. On one of the packs the 25 gauge cutter wouldn't work, or felt like it was dragging in the cannula. The case was delayed about 10-15 minutes while they were testing the paks, but there was no patient impact. No additional information is expected.